Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a pt, the device did not display the ECG rhythm via CPR stat pads. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.